Event description:
It was reported that the patient presented with unstable angina and using a unspecified artery access approach during a procedure (B)(6) 2014 of the non-tortuous, mildly calcified, 90% stenosed, mid left anterior descending artery the 3.0 x 23 mm xience prime stent was implanted distal to mid lad, jailing the diagonal (d1). Dilatation was performed to d1 and post-dilatation was completed in the xience prime at 16 atmosphere (atm). Intravascular ultrasound (ivus) was not performed, however, on angiography the stent was confirmed to be well expanded. The patient was discharged on (B)(6) 2014. It was reported by the police that the patient died early in (B)(6) 2014; it is unknown if an autopsy was performed or the reported cause of death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, date of death - estimated; actual was beginning of (B)(6). There was no reported device malfunction and the product was not returned. The reported patient effect of death, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.